Manufacturer narrative:
The stent remains implanted and the delivery system is returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was treat a heavily tortuous, heavily calcified ostial circumflex artery. The 3.5x23mm xience skypoint stent delivery system (sds) failed to cross and during removal the stent dislodged from the balloon as it met resistance with the guide [guide catheter]. The stent remained in the anatomy and the sds was removed from the anatomy. An unspecified balloon was advanced and able to position the stent at the intended location and was able to deploy the stent. There was no adverse patient sequela reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.